Event description:
Additional information: the s3 alarms occurred while on normal patient support. Patient was in-patient at time of event.

Manufacturer narrative:
Section a1-a4: patient information was requested but was not provided. Section b5, d10, h4: additional information. Section d3, g2: correction. Section f9: approximate age of device - 7 months. Investigation conclusion: the reported event of a s3 alarm was confirmed via the log file downloaded from the associated and returned console (serial #: (B)(6) reported in MFR# 2916596-2019-00251. The centrimag motor (serial #: (B)(6) was returned to mcs zurich for analysis. A review of the downloaded log file showed an ifd-shutdown (display dark) sub fault active on 13jan19 at 12:16. The sub fault triggered a ¿system alert: s3¿ and a ¿set pump speed not reached: m5¿alarms. The speed dropped from 3800 rpm (flow of 3.94 lpm) to 3300 rpm with 0 lpm of flow displayed. A further investigation on the returned devices was performed by the r&d department of mcs zurich. Although the reported event could not be reproduced, reports of similar events have been documented and corrective action had been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - n/a no patient information provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that s3 alarm was observed on gen 2 cmag console. The pump was placed in a backup setup without reported incident. The reported alarm was observed when making the exchange to back up setup. Once the console and motor were replaced the alarming console and motor were ran on mock loop with no further alarms observed. No further information was provided.

Manufacturer narrative:
Section h9: the device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.